Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty assembling a groshong nxt connector is inconclusive due to the state of the returned sample. One video of a groshong nxt was returned for evaluation. An initial visual observation of the video showed a groshong nxt in the process of being assembled and placed in a patient. In the video, it could be seen that the catheter could be fitted onto the metal cannula of the proximal connector piece, but the catheter was then pulled off of the cannula. The distal connector piece could be seen to be present, but full assembly of the groshong was not attempted or completed in the video. Inspection of the returned video was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during the catheter placement process, the catheter slips when connecting with the metal handle of the catheter connector, and the catheter connection is loose and falls off, and the connection cannot be firmly connected. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported that during the catheter placement process, the catheter slips when connecting with the metal handle of the catheter connector, and the catheter connection is loose and falls off, and the connection cannot be firmly connected. No other information was provided. It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.